Event description:
The customer reported to philips healthcare that the therapy port is loose on the heartstart mrx. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.